Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Upon inserting non-sjm leads into the pacemaker, it was discovered that both atrial and ventricular set screws in the device were fully seated. The set screws were already tightened down prior to implant, and this could cause lack of coaxing support. The physician had to use some force to unscrew the set screws in order to insert the leads and tighten them down in the header. The device was implanted, and the measurements were normal. There were no adverse consequences to the patient.